Manufacturer narrative:
Analysis found that cosmetic condition of product is not okay. Housing and collet have multiple scratches. Thumb wheel is corroded. Not able to confirm the reported fault as the motor was not running at all, and the console was showing error code 15 therefore pre temperature test could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece gets hot and noisy prior to use. There was no patient involvement. On follow up it was determined that the device overheated less than a minute.